Event description:
Verax platelet pan genara detection (pgd) testing is performed on non-pathogen reduced platelets for the detection of bacteria. The test is manufactured by verax biomedical and is FDA approved for the rapid -detection of bacterial contamination of platelet products. Platelet products that have not been pathogen reduced and are still in inventory on days 4 and 5 after collection are tested for bacterial contamination using the verax pgd test kit. Last week, two stem cell transplant patients received bacterially contaminated platelet. The platelet products were tested for bacterial contamination (verax pgd) on day 4 and the results were (B)(6). Patient was transfused at the same location. The testing was performed and cultures reports (B)(6) for acinetobacter baumannii.